Event description:
Information was received that reported the pt was hospitalized in 2009, due to an incident of hyperglycemia. The pt reports that she changed her insulin set and site in the morning of the event day. She reports that she did not feel well the rest of the day. At noon, she checked her blood glucose and it was >500 mg/dl. She began vomiting around 6:30pm. She went to the hospital at 9:00pm. She was admitted with a blood glucose of 625 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.